Event description:
It was reported that this right ventricular (rv) lead was unable to be implanted due to helix issues presented when extending and retracting as well as threshold measurements issues. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was unable to be implanted due to helix issues presented when extending and retracting as well as threshold measurements issues. No additional information is available at the moment. No additional adverse patient effects were reported.